Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted december 21, 2017.

Event description:
Per the clinic, the patient experienced intermittency and a performance decrement with device use, resulting in a loss of clinical benefit. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device, as of the date of this report.